Event description:
A talent converter stent graft system was inserted into a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as there was bilaterally moderate tortuosity and severely calcified iliac arteries. It was reported that the physician was unable to advance the delivery catheter beyond the bifurcation due to the patient's anatomy. The device was removed from the patient with out issue; however, there was a kink in the delivery catheter. The patient was treated with another device without issue. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (vessel morphology). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (vessel morphology).